Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was determined to be discarded and not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Patient reported that they had their pump replaced with a medtronic device. Months before, this patient contacted technical solutions to report that they had experienced several underinfusion volume discrepancies. At the first of the three underinfusion volume discrepancies, the expected volume was approximately 3ml and the actual aspirated volume was 11ml. At the second underinfusion volume discrepancy, the expected volume was approximately 3ml and the actual aspirated volume was 14ml. A catheter dye study was performed around this time, and the catheter was found to be patent. At the third underinfusion volume discrepancy, the expected volume was approximately 3ml and the actual aspirated volume was 16ml. Patient also reported that they had a serious fall before any of the discrepancies. The physician informed that they did not believe that the patient's fall is related to the underinfusions. The pump was later replaced and discarded.